Manufacturer narrative:
Per the subsidiary site: the customer has been experiencing these issues most of the time. They reboot the system or remove/plug particular module depending on number of modules fails during the initial boot up. This complaint is related to the following mdrs 1828100-2013-01150, 1828100-2014-00385, -00390, -00431, -00432, -00434, -00435 and -00433.

Event description:
It was reported in correspondence for complaint that recently the customer complained about level sensor module intermittent boot-up failure. No other details regarding the nature of this event were provided.